Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The initial reporter did not have info on the device use. The eval is in process. A follow-up report will be submitted when the eval has been completed.

Event description:
The user reported that during a peripheral intervention of the lower extremity, one loop of the snare broke while in the pt. While attempting to remove the snare from the pt, the snare lodged in the catheter. The catheter and snare were removed from the pt together. A new device was used to complete the procedure. No additional harm or injury reported.